Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the superior mesenteric artery (sma) with mild calcification and mild tortuosity. The 8x39mm otw omni elite 35 balloon expanding stent (bes) was attempted to be used in the procedure; however, the stent became dislodged from the balloon. Therefore, the stent was snared from the patient. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, anatomical conditions, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that interaction with the mildly calcified, mildly tortuous, 80% stenosed lesion may have contributed to the reported stent dislodgement; however, this cannot be confirmed. It was reported the stent was snared from the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.